Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.0 cm diameter abdominal aortic aneurysm. Diameter of upper proximal neck: 22mm; diameter of aneurysm entry: 22mm; minimum diameter of right external iliac vessel: 6.5mm; proximal neck length by centerline: 36mm; aneurysm length to bifurcation: 100mm; length of right access vessel (common iliac): 54mm it was reported that there was a type unknown leak, but it would be either a type ia or type IV. An aui device was implanted, but a type ia endoleak occurred. A proximal aortic cuff was added, but the minor endoleak was not resolved. Then, another manufacturer¿s cuff and leg were added because a type IV endoleak was suspected. When a final angiography was carried out, a minor leak still remained. No further intervention was taken or planned and the patient was reportedly being monitored. No clinical sequelae were reported and the patient is fine. Additional information was received reported that the endoleak could not be identified, but it was thought to be a type IV or a type ia. The physician was also unable to determine a cause. It was noted that the landing zone was straight and was 30mm in length, so angulation was not the cause.